Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing found that the imaging system would beep and cause a generator error. This is linked to the atp board on the system. A replacement was shipped to the site and the replacement was performed on 27 july 2015. The imaging system then passed the system checkout and was found to be fully functional. The atp board was returned to the manufacturer for analysis. Testing found damaged components on the board due to electrical overstress. Which caused the system to not start up properly. This indicated an electrical failure. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, the imaging system would not pass the "initializing please wait" portion of the start up. A second imaging system was brought in to complete the case. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.